Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient was experiencing ineffective stimulation due to the lead having migrated. Surgical intervention was undertaken on (B)(6) 2017 and the lead was explanted and replaced. Postoperatively, the patient reported receiving effective therapy.